Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing grommet. The returned device indicated a missing set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the atrial port setscrew on the implantable pulse generator (ipg) was stripped by tightening and untightening multiple times. An attempt was made to pull out the original setscrew and place a new one in the device, but it was unsuccessful. The device was removed and replaced by a new one. No patient complications have been reported as a result of this event.